Manufacturer narrative:
The customer reported that they had a tele patient on this central nurse's station (cns) that did not alarm vtach after a 14 beat run. No harm or injury was reported. (B)(4).

Event description:
The customer reported that they had a tele patient on this central nurse's station (cns) that did not alarm vtach after a 14 beat run. No harm or injury was reported.